Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("frequent headaches") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown dates she experienced headache (seriousness criterion intervention required), fatigue ("I experienced a great fatigue which developed gradually some time after the insertion"), disturbance in attention ("difficulty concentrating") and arthralgia ("joint pain in the shoulders"). The patient was treated with surgery (salpingectomy for essure removal). At the time of the report, the headache and fatigue had resolved. The outcomes for disturbance in attention and arthralgia were unknown. No causality assessment was received for essure with regard to fatigue, headache, disturbance in attention or arthralgia. The reporter commented: after the surgical removal of the implants (by salpingectomy), these symptoms disappeared: not a single headache and regained energy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 15-dec-2022. The most recent information was received on 26-dec-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("frequent headaches") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On unknown dates she experienced headache (seriousness criterion intervention required), fatigue ("I experienced a great fatigue which developed gradually some time after the insertion"), disturbance in attention ("difficulty concentrating") and arthralgia ("joint pain in the shoulders"). The patient was treated with surgery (salpingectomy for essure removal). Essure was removed. At the time of the report, the headache and fatigue had resolved. The outcomes for disturbance in attention and arthralgia were unknown. No causality assessment was received for essure with regard to headache, fatigue, disturbance in attention or arthralgia. The reporter commented: after the surgical removal of the implants (by salpingectomy), these symptoms disappeared: not a single headache and regained energy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.